Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's new sensor did not give any readings until 35 minutes after insertion. The patient's father also reported the date and time of insertion was incorrect. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.